Manufacturer narrative:
Additional information: g3, h6 h3 evaluation summary: "medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was fully fired. The jaws were open. The clamping mechanism was deformed. Staple pushers were partially flush with the cartridge. That the reload was loaded into a representative instrument (0790). The interlock was overridden. The reload was cycled without hesitation or binding and was applied to test media. Test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that staple line bleeding was noted on the second firing of the stapler, involving the 60mm purple reloads with the bleeding extending over 3cm. The reported issue was not used as intended. The most likely cause was determined to be manufacturing related. Replication of the deformed clamping mechanism may occur under the following conditions. 1. Application over tissue that is beyond the recommended thickness range. 2. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the ultra universal short, ultra universal or ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: egiauxl, egiauxl endogia ultra univ xl stapler (lot #: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the laparoscopic sleeve gastrectomy and hiatus hernia repair; staple line bleeding was noted on the second firing of the stapler. Involving the 60 mm purple reloads with the bleeding extending over 3 cm. The first firing of the reload was close to the pyloris, on second firing there was a small overlap. The procedure was extended by 5 minutes due to the need for oversewing the bleeding site with a suture as a staple line reinforcement.